Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site and in his back where he had his procedure . The incision site was warm to touch and tender and when the midline incision palpated it discharge a purulent mucus. Ipg incision site discharges only blood. It was believed that the patient has an infection from stimulator implantation. The physician cleaned the wound and did debridement. The patient was prescribed antibiotics. The ipg site pain was gone and discharges were resolved . It was recently noted that the incision has opened up, was not healing and the lower part of midline incision when palpated did have minimal serious discharge and felt like subcutaneous suture had not approximated well. Infection was reported inconclusive and was believed not to be device or procedure related. The patient was doing well, they just cleaned up the site.